Event description:
It was reported that stent partially deployed and stent damage occurred and ballooning was needed. A 7x120, 130 cm eluvia drug-eluting self expanding stent was selected for a patient procedure in the patient's superficial femoral artery. The lesion was predilated. The stent delivery system was advanced without resistance over a non-bsc wire into the patient. There was difficulty deploying the stent, but it was ultimately deployed with the thumbwheel. Once the stent was deployed in the patient, the stent struts appeared damaged, misaligned, and obviously dismantled in the patient. Additionally, the stent appeared to be elongated and inside the handle showed a prolapsed inner, both are indications that partial deployment occurred. They ballooned the stent as much as they could to try to open it up. There is no plan to explant the stent at this time. No patient complications were reported.